Event description:
It was reported that during a lavh procedure, when he tried to close the firing trigger, he felt resistance but he fired. So the firing trigger was broken and only one third of staple was made on the tissue. Only one third of the cartridge was fired on an ovarian ligament. Unknown how case was completed. Surgery was prolonged ten minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Pinion axle, partial fire. Evaluation summary: the analysis results found that the tsw45 device a was returned with the firing trigger handle broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated, causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The analysis results found that the tr45w reload b was received in good visual condition and partially fired and with no damage to the reload spring lockout, which indicates that the device's firing cycle was interrupted. No functional test could be performed. A batch record review was performed and no anomalies were found during the manufacturing process.